Manufacturer narrative:
The service engineer (se) inspected the device and was unable to duplicate the reported issue. The repair conclusion is still pending further evaluation. If a replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during preventative maintenance, a 980 ventilator entered backup ventilation. The ventilator was not in use on a patient at the time of the reported event.